Event description:
Philips received a complaint on the heartstart mrx indicating that the device gives an error "replace battery". There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which the remote support engineer (rse) advised the customer to order a new battery as the other one was 7 years old. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The rse advised the customer to order a new battery to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
H3 other text : remote support provided.